Event description:
In (B)(6) 2004, pt had plate implanted in right radial arm for fracture. On (B)(6) 2004, pt was scheduled for orif of right arm to remove hardware plate that was broken in pt's arm. Pt also indicated that he fell over a 2x4 and he broke his arm again. Ref MFR #1719045-2004-00097.